Manufacturer narrative:
Additional information was received which indicated that during the procedure, hypotension was noted. The permanent pacemaker was implanted three days after valve implant. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, an electrocardiogram (ECG) indicated complete heart block (chb). Subsequently, two days after valve implant, a permanent pacemaker was implanted. No additional adverse patient effects were reported.